Manufacturer narrative:
Controller (B)(4) was returned. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the controller revealed that the unit passed visual inspection but failed functional testing due to a failure of the controller to sound the "no power" alarm when both power sources were disconnected from the controller. An internal inspection of the controller revealed that the nickel-metal hydride (nimh) internal battery that powers the no power alarm was faulty; one of the battery's cells showed signs of leakage. This finding is not related to the reported event. Heartware is investigating failure of the "no power" alarm. The reported event of a reduced volume low priority alarm could not be confirmed on the returned controller. The reported event of a low volume low priority alarm could not be replicated at the bench level; the controller was able to sound low priority and high priority alarms as expected.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen in the clinic for routine visit and reported that the volume of the alarms on his controller seemed to be significantly diminished. The vad team assessed volume of low priority alarm and determined it to be reduced in volume. A controller exchange was performed. No symptoms were reported during the exchange.